Manufacturer narrative:
Complaint confirmed. One unpackaged ar-3638 was received for investigation. Functional testing was not performed due to the damage to the device. Visual evaluation found that the inserter's tip was broken off. The tip thickness was measured per drawing c14497 at revision 2. (.015 ± .001). Result: pass, indicating that the device tip thickness was in the drawing specification. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) for the reported failure is user error prying/leveraging the device against bone or another instrument. According to dfu-0054 at revision 0. Section g. Precautions. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Dfu-0454 at revision 0. Warning. To help avoid inserter breakage and potential patient injury. Avoid excessive impaction as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.

Event description:
It was reported that shoulder labrum surgery while inserting the implant a small tip of the driver broke off. It was further reported that the tip remained inside the patient. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.